Event description:
Manufacturer report number:1627487-2023-01397. It was reported that the patient experienced lost therapy. Fluoro imaging revealed the leads to be fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.